Manufacturer narrative:
Device labeling single use or reuse.

Event description:
A pt informed us that he/she had experienced dryness, irritation, redness and blurry vision od while wearing acuvue oasys contact lenses (cl). The pt changed the cl every one to two weeks. It is unknown what type of solution the pt was using to disinfect the cl. The pt started wearing acuvue oasys lenses last year, the date is unknown. The pt visited the optometrist and was told the symptoms were related to dry eye. The pt was instructed to use lubricating drops and to wear spectacles until the eye felt better. The pt stated that the symptoms continued for about 2 months at which time the pt started seeing an ophthalmologist. The pt was then referred to a corneal specialist. The pt was reportedly told that he/she is a cl overwearer and diagnosed with spk od. This event is reported due to the frequent and escalating doctors visits. We have made numerous unsuccessful attempts to get the name and phone number of the treating doctors, lot number and product, if available. We will report any additional information within 30 days of receipt. All MDR events are reviewed at quarterly management review meetings.